Event description:
N/a.

Manufacturer narrative:
The bactiseal peritoneal catheter (ID (B)(6) was returned for evaluation. Failure analysis - the catheter was visually inspected; no defects were noted. The catheter was irrigated no occlusions noted. The catheter was leak tested no leaks noted. No root cause could be determined as the technician could not confirm any problem with the catheter at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the catheter, at the time of investigation the no functional issues were noted with the catheter.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
3 of 3 reports. Other mfg report numbers: 3013886523-2021-00534, 3013886523-2021-00535. A physician reported a hakim valve was implanted via v-p shunt on unknown date with unknown setting. The set pressure could be changed to 30 mmh2o, and the flow could be confirmed, but the symptoms of hydrocephalus did not improve, therefore, the valve was removed and replaced on (B)(6) 2021. The device was used with (B)(4).

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
3 of 3 reports. Other mfg report numbers: 3013886523-2021-00534, 3013886523-2021-00535. A physician reported a (B)(6) valve was implanted via v-p shunt on unknown date with unknown setting. The set pressure could be changed to 30 mmh2o, and the flow could be confirmed, but the symptoms of hydrocephalus did not improve, therefore, the valve was removed and replaced on (B)(6) 2021. The device was used with (B)(4)(serial;unk) and (B)(4) (serial;unk).